Event description:
Medics attempted to administer a shock to a person diagnosed in ventricular fibrillation. The device charged but allegedly failed to discharge. The patient was not resuscitated. No other patient information was provided.